Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd microtainer® contact-activated lancet would not retract and caused a needle stick injury.

Event description:
It was reported that a bd microtainer® contact-activated lancet would not retract and caused a needle stick injury.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for an issue with the blade not retracting with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for an issue with retraction of the lancet blade for the incident lot was observed. Evaluation & testing of the retain samples was also conducted and no issues were observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd microtainer® contact-activated lancet would not retract and caused a needle stick injury.

Manufacturer narrative:
H.6. Additional information: medwatch detail report #2243072-2018-00442.

Event description:
It was reported that a bd microtainer® contact-activated lancet would not retract and caused a needle stick injury.

Manufacturer narrative:
Correction: FDA notified is unknown. FDA notified?: unknown.

Event description:
It was reported that a bd microtainer® contact-activated lancet would not retract and caused a needle stick injury.